Event description:
It was reported that the patient underwent a posterior spinal surgery. It was reported that the locknut on the connector broke off of the post during tightening. All of the pieces were retrieved. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. Microscopic examination identified a quasi-brittle of the lock nut with river lines and no indication of fatigue, indicative of overload. Per event information, failure during intraoperative tightening suggests over-tightening as the potential mechanism of failure.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.